Event description:
It has been reported to philips that the geometry could not be moved. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the dc power supply in the r cabinet. The fse replaced the dc power supply and returned the system to use in good working order.